Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, that the perfusionist mentioned that a level alert sensor was missing from a back-up system. The perfusionist believes the main system sensor was broken and thrown away. As the sensor from the back-up system was being used on the main system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences.

Manufacturer narrative:
The field service rep (fsr) ordered and shipped a new level alert sensor to the perfusionist. The perfusionist installed the replacement sensor. With the sensor installed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.